Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient (B)(6) (test strip lot number 495651), is related to case with patient (B)(6) (test strip lot number 494053).

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 22 mg/dl (customer's aviva meter), 30 mg/dl (pharmacy's aviva meter), and 123 mg/dl (customer's aviva meter). No adverse event reported. The test strip lot number (495651) was used for the results 22 mg/dl and 30 mg/dl. The test strip lot number (494053) was used for the result 123 mg/dl. Return of the suspect device was requested for evaluation.